Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that while turning in the system, the medtronic representative (mr) noted multiple errors on the screen on the main cart during boot up. The mr followed grub menu kd to correct the errors. After successfully using "f" option, the system booted up normally and showed the time was set incorrectly. The mr updated time and restarted system twice without any issues. There was no patient present when this issue was identified.